Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and replaced the reagent probes (r1 and r2), reagent probe tubing, and cuvette wash nozzle no. 1 on the architect c8000 analyzer. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. The issue was resolved through normal troubleshooting procedures. After review of the information from the customer site and from the results of this evaluation, no product malfunction was identified. Concomitant products: reagent 1 and 2 probes (list number 01g47-03), tbg, reagent probe (list number 01g47-02), and nozzle,#1, #4 & 5 (part number 7-93256-01).

Event description:
The customer reports a falsely elevated architect clin chem magnesium assay result for one patient generated on an architect c8000 analyzer. An initial result of 7.5 mg/dl was generated. The sample retested at 2.0 mg/dl. Controls have remained within specifications. A precision run was also performed that met the customer's acceptance criteria. The customer replaced the reagent pack with one of the same lot but the issue remained unresolved. The customer requested a service call. No suspect results had been reported from the lab. There is no impact to patient management reported.